Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that after waking up the insulin pump was vibrating. The customer's blood glucose reading was between 600 and 720 mg/dl, and customer was hospitalized. The customer stated that the nurses said his insulin pump was not functioning correctly and to call for device troubleshooting. Customer tried to troubleshoot the device but after inserting a new battery the device still did not turn on. The customer was advised that the device will be replaced.

Manufacturer narrative:
The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and the displacement accuracy test. The insulin pump powered up properly after the battery was installed and was programmed and monitored for one day; no blank display noted. However, the insulin pump was received with corroded battery tube, minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.